Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that there were errors on the iesu. The monopolar energy cable was switched to another port on iesu; however, the issue persisted. The procedure was completing with a backup generator with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is in progress.